Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-04526. It was reported the patient experienced ineffective therapy. In turn, reprogramming was unable to resolve the issue. As a result, the patient had their system explanted.